Event description:
It was reported that mycobacterium trends were traced back to the bronchovideoscope. The facility were tracking the mycobacterium and the only common denominator they have seen is that this particular scope was used in the majority of cases in which the mycobacterium was seen in patients on bronchoalveolar lavage (bal) over this past year. No other associated trends/issues were found. Upon further follow up, the customer indicated that multiple species of non-tuberculosis microbacterium were detected in the patient through bal culture. However, the facility currently does not suspect any one device to have caused or contributed to any patient infections. Current evaluation of the equipment/processes utilized are being evaluated across multiple campuses to determine any epidemiologically significant data, if present. The customer indicated that the device was not cultured. Additionally, the reprocessor from an unknown manufacturer was not cultured or ruled out as possible source of infection. There have been no reports of further patient harm. This medical device report pertains to patient 1 of the reported cases. A total of two mdrs are being submitted for this event. This is report 1 of 2.